Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Continuation: c4tr01 implantable pulse generator 2012-(B)(6), 2187-75 implantable pacing lead 2001-(B)(6), 5068-58 implantable pacing lead 2001-(B)(6), 5554-53 implantable pacing lead 2001-(B)(6), d274vrc implantable cardioverter defibrillator 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient heard buzzing from the pacing system and was seen in the clinic. The right ventricular (rv) lead showed elevated ventricular capture threshold. There was evidence of non-sustained ventricular tachycardia events. The rv lead was reprogrammed to decrease threshold. The lead remains in use. No patient complications have been reported as a result of this event.